Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 24sep2018. Philip's field service engineer (fse) performed troubleshooting with the customer. The customer previously replaced the central processing unit (cpu) per the recommendation of the service manual; however, the error code persisted. The fse recommended that the customer swap the data acquisition cable and motor controller board to identify the problem. The customer reported that replacing the motor controller board resolved the issue.

Event description:
It was reported that the device logged error code 100b (watchdog test failed). There was no patient involvement. The event date was not specified; estimate used.